Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger would not power. The patient stated the desktop charger status light was illuminated and the connection was secure. It was reported the recharger was not charging. Patient was issued a new recharger. Additional information received via a manufacturer¿s representative (rep) stated that the ins was depleted due to the issue with the recharger, and the replacement recharger was blank and beeping. The rep was able to charge the ins with their recharger. The rep provided instruction on how to reset the recharger, and prevent the recharger from going blank and beeping. Additional information received stated that the patient was able to reset the recharger, and the issue was resolved. The patient was able to start a charge session. It was reviewed that the patient would be able to turn on the ins after the battery was slightly charged up. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.